Manufacturer narrative:
A proposal for diagnosis and repair was issued by ge healthcare technical support. The proposal was not accepted. There was no ge employee visit to this site, therefore the repair is unknown. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that only manual ventilation was available. There was no report of patient involvement.